Event description:
It was reported that the lead exhibited loss of capture and sensing. The lead was explanted and replaced.

Manufacturer narrative:
Should have been (B)(6) 2007 rather than (B)(6) 2007. Should have been (B)(6) months rather than (B)(6) months. Should have been (B)(6) 2004 rather than (B)(6) 2004. Final analysis found that the distal coil was fractured at approximately 14.7 cm from the connector end due to cyclical stress. The damaged to the distal coil which resulted in an open circuit would account for the reported loss of capture and sensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.